Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. An additional phone number for the initial reporter is (B)(6).

Event description:
The event involved a tego connector that the customer reported there was blood leakage through the tego plug of the central venous catheter (cvc). The amount of blood lost cannot be quantified exactly, but it was like a ¿drip.¿ before leaving the center, the patient reported feeling discomfort and dizziness, and arterial hypotension was observed. A standard saline flush (ssf) of the cvc was performed and the plugs were changed. The patient's blood pressure recovered and left the center stable. There was patient involvement, however, no harm reported as a result of the event.

Manufacturer narrative:
Received (B)(4) new d1000 tego connector lot #5189867 and (B)(4) new d1000 tego connector lot #5408793 for inspection. (B)(4) of the returned samples from lot #5189867 were randomly selected as a representative sample for functional testing. All (B)(4) of the returned samples from lot #5408793 were tested. All samples met design specifications. The reported complaint of leakage could not be confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.